Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer¿s blood glucose level was 38 mg/dl at the time of incident and current blood glucose level was 49 mg/dl. Customer¿s other blood glucose levels were 225 mg/dl and 43 mg/dl. Customer was treated with drinking soda. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer neither was in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer did not allege pump was over delivering. Customer was not using auto mode feature. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.